Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the hp disconnected their transfer set from the pt line of the homechoice set during a drain cycle without pausing therapy. The hp then returned and reconnected themselves to the setup. Baxter's tsc assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the hp.